Event description:
It was reported that during a ptca/stenting treatment procedure, the stent dislodged, resulting in the pt's death. The target lesion was a very calcified lad lesion in which the physician attempted direct stenting, but had poor guide placement. He attempted to remove the express2 monorail 20/4.0 mm stent delivery system because he could not place the stent, but the stent had gotten caught on the calcium and was left behind causing thrombosis. The pt could not be transferred to the or because it was full. The physician attempted to wire down to snare the stent, but was unable to get the wire down. He used an angiojet on the thrombus, but the pt "lost their whole left system." The pt expired, but the date of expiration is unknown. Several attempts have been made to obtain additional information regarding this event, but no response has been received.